Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
It was reported that the patient's blood glucose had risen to 400 mg/dl after changing to a new pod. The patient reported the puncture in the skin from the needle was noticeable, however, the cannula may not have been inserted. The pod was worn for less than 1 hour on the leg. To treat the issue, a new pod was applied.